Manufacturer narrative:
The complaint received states that during the index procedure this (B)(4) study patient had inaccurate stent placement. The patient is a (B)(6) male who was enrolled in the (B)(4) study for coronary artery stenting. The indication for the procedure was stable angina. The vessels being treated were the proximal lad and the first obtuse marginal (1st om). The proximal lad had 75%, calcified stenosis that was successfully treated with a cypher (crb13350/ lot 152375628) stent. The 1st om had an 85% stenosis. The length of the lesion was 10mm. The lesion was described as moderately tortuous and calcified. The lesion was pre-dilated with a 2.0 x 12mm abbott voyager balloon to ten atmospheres encore advantage (boston) indeflator. During pre-dilation a dissection occurred. To treat the dissection a cypher (crb28250/ lot 15223843) stent was deployed in the lesion, but during placement, slipped forward, not covering the dissection area. Therefore, another cypher (crb08250/ lot 15242826) was placed proximal to the previous stent, but this stent also slipped forward not fully covering the lesion. Finally, a third cypher (crb13300/ lot 15191849) stent was placed in the correct position and the lesion was successfully treated. The stents were post-dilated. The procedure was completed. The patient was discharged the following day with aspirin, clopidogrel. Statins and beta-blockers were prescribed. The stents remain implanted thus unavailable for analysis. The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Inaccurate placement is a known potential adverse event associated with stent implantation procedures. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. It is a known phenomenon, called watermelon seeding, wherein the sds slips either forward or backward during inflation of the balloon due to the anatomy of the diseased lesion. Review of the information suggests that vessel, lesion and procedural issues may have contributed to the reported event. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg report # 9616099-2011-00112 and 9616099-2011-00113.

Manufacturer narrative:
Concomitant devices: 2.0 x 12mm abbott voyager balloon, encore advantage (boston) indeflator, cypher (crb13300/ lot 15191849) stent, cypher (crb13350/ lot 152375628) stent the product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg report # 9616099-2011-00112 and 9616099-2011-00113.

Event description:
During treatment of a type a dissection which occurred during pre-dilation of a lesion, two cypher stents were deployed in the incorrect position in the vessel. The patient is a (B)(6) male who was enrolled in the (B)(4) study for coronary artery stenting. The indication for the procedure was stable angina. The vessels being treated were the proximal lad and the first obtuse marginal (1st om). The proximal lad had 75%, calcified stenosis that was successfully treated with a cypher (crb13350/ lot 152375628) stent. The 1st om had an 85% stenosis. The length of the lesion was 10mm. The lesion was described as moderately tortuous and calcified. The lesion was pre-dilated with a 2.0 x 12mm abbott voyager balloon to ten atmospheres encore advantage (boston) indeflator. During pre-dilation a dissection occurred. To treat the dissection a cypher (crb28250/ lot 15223843) stent was deployed in the lesion, but during placement, slipped forward, not covering the dissection area. Therefore, another cypher (crb08250/ lot 15242826) was placed proximal to the previous stent, but this stent also slipped forward not fully covering the lesion. Finally, a third cypher (crb13300/ lot 15191849) stent was placed in the correct position and the lesion was successfully treated. The stents were post-dilated. The procedure was completed. The patient was discharged the following day with aspirin, clopidogrel. Statins and beta-blockers prescribed.